Event description:
The customer reported that an extracorporeal photopheresis (ecp) patient experienced pain, nausea, paresthesia, hypertension, hypotension, hypocalcemia, and citrate toxicity during their ecp treatment procedure. The customer stated that acda at a ratio of 12:1 was used as the anticoagulant in the patient's ecp treatment procedure. The customer reported that the patient's hematocrit, calcium, and blood pressure prior to the patient's ecp treatment procedure were 32%, 2.19, and 130/70 mmhg respectively. The customer stated that both the collect and return rates were 35ml/min at the beginning of the patient's ecp treatment procedure and the rates were increased to 40ml/min during the patient's ecp treatment procedure. The customer reported that after 1242mls of whole blood had been processed and 182mls of acda had been delivered to the patient, the patient began to complain of stomach pain, nausea, and tingling lips. The customer stated that the patient's ecp treatment procedure was then paused, and the patient's vitals were taken. The customer reported that the patient's blood pressure, oxygen saturation and temperature at the time of the event were 148/71mmhg, 100%, and 36.9c, respectively. The customer stated that they continued to monitor the patient's vital signs and the patient's blood pressure, oxygen saturation and temperature were 103/70mmhg, 100%, and 36.9c, respectively. The customer reported that they then administered IV calcium, 20mmol of calcium in a 50ml bag of saline, to the patient and a physician was called to assess the patient. The customer stated that the patient's vital signs were monitored again and the patient's blood pressure, oxygen saturation and temperature were 103/58 mmhg, 100%, and 37.2c, respectively. The customer reported that the decision was made to end the patient's ecp treatment procedure with blood returned to the patient. The customer stated that in addition to the IV calcium, an antiemetic, ondansetron 4mg, and fluids, 500mls of saline, were administered to the patient. The customer reported that the patient recovered after receiving the IV calcium, antiemetic and fluids. The customer stated that the patient's symptoms resolved, and the patient left the ward walking. The customer reported that the patient's blood pressure prior to leaving the ward was 127/78 mmhg. The customer stated that the patient will continue with their ecp treatment procedures, and the patient's next ecp treatment procedure was scheduled for next month. The customer reported that the decision was made to administer IV calcium to the patient before their next ecp treatment procedure. The customer stated that the patient's symptoms were due to acda induced citrate toxicity as evident by the patient recovering after receiving the IV calcium. The customer reported that the patient had previously undergone twenty ecp treatment procedures with acda as the anticoagulant and this was the first incident of the patient experiencing citrate toxicity. No product was returned for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as an MDR due to the medical intervention of the IV calcium that was provided to the patient. Since this event is associated with the treatment, this MDR will be against the instrument. From the instrument perspective, there was no known instrument malfunction and no service was requested by the customer for this adverse event. No product was returned therefore, a device service history review was performed. The instrument has been located at the customer's site since (B)(6)2015. As part of the review, it was determined that the instrument's last service prior to the event was on 23-jan-2025. During this service the system checkout procedure was successfully completed indicating that the instrument had passed all tests, met all specifications, and was operational. The most likely root cause for the patient's incidents was acda induced citrate toxicity per the patient's medical staff. There was no reported instrument issue, no product was returned for investigation, and no instrument service was requested by the customer or performed by therakos as a result of this incident. The customer stated that the patient's symptoms were due to acda induced citrate toxicity as evident by the patient recovering after receiving the IV calcium. The customer reported that the patient had previously undergone twenty ecp treatment procedures with acda as the anticoagulant and this was the first incident of the patient experiencing citrate toxicity. Acda citrate toxicity is a labelled side effect of the therakos¿ cellex¿ photopheresis system. The 5.6 software cellex operator's manual section 2-10 states citrate toxicity reactions are primarily related to effects of hypocalcemia. Hypocalcemia is defined as an ica2+ of <4.5 mg/dl (1.1 mmol/l). Symptoms manifest variably when ica2+ levels fall below normal range. Risk factors for symptomatic hypocalcemia include low blood volume, low serum calcium, history of hypocalcemia and/or history of prior citrate toxicity. Oral or IV calcium administration may be required, based on clinical judgment, to manage citrate toxicity. Citrate reactions may occur secondary to hypocalcemia caused by the infusion of acda anticoagulant during the procedure. Mild citrate toxicity: symptoms of mild citrate toxicity secondary to hypocalcemia include headaches, lightheadedness, flushing, shivering, sneezing and peri-oral paresthesia. Moderate citrate toxicity: symptoms of moderate citrate toxicity secondary to hypocalcemia include nausea, vomiting, nervousness, irritability, abdominal cramping, involuntary muscle contraction, carpopedal spasm, tetany, tremors and hypotension. Severe citrate toxicity: symptoms of severe citrate toxicity secondary to hypocalcemia include tetany, laryngospasms, cardiac arrhythmias and seizure. Caution: acda: an increase in flow rates will result in an increased acda infusion rate. This increases the potential for the patient to experience a citrate reaction. Note: carefully read and follow all labeling instructions for the anticoagulation in use. Monitor the patient's calcium level before and/or during use of acda and be prepared to address signs of citrate toxicity. The 5.6 software cellex operator's manual section 5-27 states if the patient experiences citrate toxicity perform the following steps: 1. Press pause. 2. Notify the clinician of the patient's condition and use clinical judgment to determine interventions to address citrate toxicity, which may include but are not limited to: decrease the collect and return flow rates on the main screen of the operator interface. Enter the setup screen to decrease the acd-a infusion rate. Enter the setup screen to increase the a/c ratio (to reduce the amount of a/c delivered). Oral or IV calcium administration may be required, based on clinical judgment, to manage citrate toxicity 3. If the symptoms persist, press pause and repeat steps above. 4. If citrate toxicity cannot be managed, press stop and abort treatment trends were reviewed for complaint categories, pain, nausea, paresthesia, hypertension, hypotension, hypocalcemia, and citrate toxicity. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Adverse event terms: pain, nausea, paresthesia, high blood pressure/hypertension, low blood pressure/hypotension, hypocalcemia, appropriate term/code not available: citrate toxicity. (B)(4) on (B)(6)2025.